Event description:
It was reported by our sales rep that during surgery it was impossible to place the wire centered. There was a delay of 5 min. A replacement was available.

Manufacturer narrative:
Evaluation summary: referring to the manufacturing documents no deviations were found. The device was documented as faultless prior to distribution and as it had been in use for approx 5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. No damage at the device was found. The metal nail reception is faultless. Nevertheless, a simulation of the pre-operative function test (as required per IFU) performed on the returned item with sample devices revealed that function is fully given. The drill passed the corresponding proximal (and distal) drill holes without contact to the nail. Furthermore a test with a sample gamma3 nail and a sample k-wire revealed the k-wire being exactly centered. The cause of the reported event can only be found in intra-operative procedure.

Event description:
It was reported by our sales rep that during surgery, it was impossible to place the wire centered. There was a delay of 5 min. A replacement was available.

Manufacturer narrative:
Evaluation summary: referring to the manufacturing documents no deviations were found. The device was documented as faultless prior to distribution and as it had been in use for approx. 5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. No damage at the device was found. The metal nail reception is faultless. Nevertheless, a simulation of the pre-operative function test (as required per IFU) performed on the returned item with sample devices revealed that function is fully given. The drill passed the corresponding proximal (and distal) drill holes without contact to the nail. Furthermore a test with a sample gamma3 nail and a sample k-wire revealed the k-wire being exactly centered. The cause of the reported event can only be found in intra-operative procedure.